Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that dislodgement and high capture threshold were observed on the right ventricular lead. X-ray imaging confirmed lead dislodgement. The patient presented to the operating room for lead reposition procedure. During procedure, failure to extend the helix due to lead tip clogged with tissue. The lead was explanted and replaced successfully. The patient¿s condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.